Event description:
Blood glucose was high (in the 500s mg/dl) and had high glucose symptoms so customer called the doctor. It was stated the doctor's meter read 115 mg/dl and the customer measured on her meter with a result of 565 mg/dl performed at the same time. No treatment was reportedly received at that time however doctor did increase the dosage of current diabetes medication. A request was made for the return of the suspect product and replacement product was sent.